Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the protective pull ring cap disconnected from the patient line of an amia cassette. This issue was further described as, ¿patient line cap that was loose in the bag". This was observed during setup of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.